Event description:
A customer reported experiencing high blood glucose events starting sometime last month, with levels reaching 550 mg/dl on multiple occasions. Cause was unknown. The customer administered correction boluses using their pump while the control iq feature was active and declined additional assistance despite the recurrence of high blood glucose events. It was recommended by technical support that the customer consult with a healthcare professional to discuss potential factors affecting their blood glucose levels.